Event description:
The facility returned pump to baxter for service. During service the pump was found to underdeliver. It is unknown if there was any patient injury or medical intervention necessary.